Event description:
It was reported to philips that the system's were unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the treatment was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on site and confirmed that geometry movement was unavailable. During troubleshooting, the fse found that the unavailable geometry movement had been caused by a faulty potentiometer propeller and a faulty voltage regulator based on log analysis, which was replaced and returned to philips for further analysis. The part analysis confirmed the malfunction of the potentiometer assembly (angulation drive assembly) and observed the electrical defect. After the potentiometer and voltage regulator were replaced, the system was returned to use and was in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of geometry movement during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of geometry movement issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable.